Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/hematoma. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. After clip deployment, the device could not be removed from the patient anatomy. An attempt was made to release the deice via the access ports; however, it was unsuccessful. The device was manipulated and ultimately removed using excessive force which resulted in excessive bleeding. Manual compression was applied to achieve hemostasis; however, a hematoma developed and surgery was required to drain the hematoma. Hospitalization was prolonged for two additional days. There was no other patient effects reported.

Manufacturer narrative:
The customer reported the device was discarded. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.